Event description:
It was reported that the device had early battery depletion and that the left ventricular (lv) lead had high thresholds. The device was explanted and replaced. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419478 lead implanted: 2011 (B)(6); 4470 competitor lead implanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.